Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A4: weight - correction. B5: describe event or problem - additional information. G3: date received by manufacturer - additional information. H2: additional information/correction/device evaluation. H3: device evaluated by manufacturer - additional information. H6: type of investigation - additional information. H6: investigation findings - additional information. H6: investigation conclusion - additional information.

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The product was evaluated. An external visual inspection was performed and found that sensor wire was missing. Analysis would not be able to confirm complaint or determine a probable cause. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.